Manufacturer narrative:
The product was returned for eval and performed as designed. No defect that would have caused the cannula not to insert properly was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through lab investigation. The omnipod's user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer¿s mother reported that the cannula was inserted correctly the night before the event. She stated that the next night, the pdm was reading high (>500 mg/dl) and that the cannula had become dislodged.